Event description:
Customer alleges the push pin on the left front walker leg is stuck inward and won't pop out. (B)(4). No injury alleged.

Manufacturer narrative:
The dealer stated that the push pin on the left front leg of the 6240-5f walker is stuck inward and will not pop out. This is an out of box failure, product did not make it to a consumer. A replacement unit was sent to the dealer and received under warranty order (B)(4). No RMA was issued for the return of the product. No injury alleged.